Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the cholecystectomy using the subject device (before the actual treatment), it was found that even the white balance adjustment had been performed already, the message which indicated that to make perform white balance adjustment. The user took out the endoscope from the patient cavity and performed white balance adjustment again, the power of the subject device was turned off. Once the power was cycled, the power off issue was resolved, but the focus function error e209 occurred on the subject device. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported power off issue was not duplicated, and also found that there were no abnormalities on exterior of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not conclusively determine the exact cause of the reported phenomenon based upon the investigation result. If additional information is received, this report will be supplemented.